Event description:
Put this on my mom's toilet. It broke off when she was trying to use it causing her to fall, hit her head, and put her in a coma. Do not buy this for an elderly person.

Event description:
Updated supplier to bliss health products.